Event description:
Report received from (B)(6) stating that the cutter could not be inserted into the device. It is known that the device was not used in surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. No add'l info was provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is in process. When the investigation has been completed or add'l info becomes available, a supplemental MDR will be sent. Ref: (B)(4).